Manufacturer narrative:
(B)(4). The customer reported that the device would not deliver a synchronized shock when connected to a monitor in the cardiac operating room. This was found in testing. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not deliver a synchronized shock when connected to a monitor in the cardiac operating room.